Event description:
It was reported that the user announced for breakfast and later for lunch, experienced sustained elevated blood glucose that reached 367 mg/dl over several hours, and then replaced ilet supplies after which glucose levels decreased; no bent cannula, kinks, or leaks were observed. Symptoms included hyperglycemia. Outcomes included the need for troubleshooting and user education. Investigation included review of the reported event details and user-performed supply change with resolution. Investigation of this case revealed that a device or infusion issue could not be confirmed and the cause remained unclear despite the return to normal glucose after supplies were changed. It was concluded, based on previously established findings for similar reports, that the cause was indeterminate. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.